Manufacturer narrative:
D3 - postal code was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) reported they experienced continuous glucose monitor (cgm) reading into the 300's. The pwd checked with a finger stick (fs) which aligned with the 300 mg per dl. The pwd then administered 3u humalog via injection and changed out the site as well. There were no reported issues with old site, tubing or leakage, however, noted a small amount of blood in the old cannula. The pwd reported their cgm readings were 120 mg per dl. The pwd disconnected the tubing from the site and performed fill cannula which generated droplets at the end of the tubing. The pwd stated that the site change resolved the issue. No patient harm or patient injury.